Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis. On the same day, the patient was hospitalized for the event of peritonitis. On an unknown date, the patient started treatment with injection (inj) vancomycin (1 gm, stat, and intraperitoneally (ip), inj. Fortum (500 mg in each bag, ip, and frequency not reported), and inj. Reflin (500 mg in each bag, ip, and frequency not reported) for peritonitis. The patient was still hospitalized at the time of this report. No additional information is available.